Event description:
Baxter 1.2 micron downstream filter(interlink system, non- dehp extension set, lot# (10) r18g05087) was used to infuse intralipid 20% and/or smoflipid 20% as part of parenteral nutrition. In one day, our neonatal intensive care unit reported 4-5 clogged lipid filters; we were able to confirm that two of these faulty filters are definitely from this lot number, the rest are not confirmed but suspected to be a part of the same lot as well, based on our current supply of filters (most of which are of the same lot number in question, listed above). As a result of the clogged lines, the filters all required replacement. The unit is concerned because this creates a potential infection control issues since the sterile line had to be broken a second time after the medication was hung. We have intermittently experienced clogged filters specifically with the baxter brand filters, but not typically so many instances in one day.

Event description:
On (B)(6) 2019, add'l info received from reporter for mw5082910; on the following days (B)(6), a total of 8 add'l confirmed filters were clogged, with an add'l 2 reports from our pediatric unit (not confirmed). In all cases of clogged lines, the filters required replacement. As a result of this high frequency of incidents over 3 days, we have now pulled the entire lot number ((10)r18g05087) from our usable stock and have had no reported incidents since that time.